Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port is loose¿ and ¿tm90 micro usb interface is damage¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding an external device. The patient reported that since implant, they noticed that the communicator battery is not lasting even about 5 hours. The technical services specialist (tss) reviewed that the communicator battery level is smaller than that of the handset. The patient stated that yesterday when they went to use the communicator it would not turn on and then when they plugged the communicator into the power cord, the battery indicator light would not power on. The patient stated they believe the charging port of the communicator is bent or broken because if they manipulate the pressure of the cord where it plugs into the port of the communicator the 'red' amber light would come on but the battery indicator light would not stay on. The patient mentioned they bolus 13 times a day and that a clinic provided them with a communicator to use until they receive their replacement. A request to replace and return was submitted for the communicator for the damaged charging port.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 06-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.